Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify air bubble due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 286 mg/dl at the time of incident and the current blood glucose of the customer was 327 mg/dl. Customer treated with insulin pump and manual injection. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. The customer reported that they did not allege insulin pump was under delivering. The customer also stated that there was air bubble in the reservoir and reservoir was successfully remove. The insulin pump will not be returned for analysis.